Event description:
It was reported that the patient experienced urinary incontinence and stated that his artificial urinary sphincter did not perform as expected. The patient underwent surgery to replace the device. No anomalies were observed in the explanted device. There were no further patient complications.